Event description:
It was reported that patient underwent a total hip arthroplasty procedure on an unknown date. Subsequently, a revision procedure has been indicated due to a distal femoral stem fracture; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to a distal femoral stem fracture. The modular head, all parts of the fractured mallory head stem and the polyethylene liner were removed. There was a delay of sixty (60) minutes in the procedure resulting from removal of the fractured stem. The procedure was completed with a biomet liner and competitor stem and modular head.